Event description:
It was reported that the device was used to shock a pt in cardiac arrest but, after delivering an unknown number of shocks, the device went into a self test, shut down and was then unusable. Another device was then used to continue to treat the pt. The pt expired. Clinician stated that pt death was not related to device malfunction as therapy was delivered was delivered by a different device.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation, but also saw fault codes logged into the error log that relates to an unexpected reset. The user interface pcb assembly was replaced in response to the fault codes, according to service procedure and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.